Event description:
It was reported that the atrial lead was removed after being dislodged during a transcatheter valve procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6935m62, lead, implanted (B)(6) 2013; pb1018, transcatheter valve, implanted (B)(6) 2013. (B)(4).